Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was causing diaphragmatic stimulation. Upon device interrogation, it was revealed that this ra lead was not capturing and lead dislodgment was confirmed with a chest x-ray. The system was reprogrammed to ventricular pacing only until a revision procedure could be performed. During the revision procedure, the physician accidentally cut the ra lead. Additionally, it was noted that the lead helix was encased in tissue and a fair amount of the lead was found wound in the pocket area. Twiddler's syndrome was suspected and this ra lead was explanted and discarded. No additional adverse patient effects were reported.